Manufacturer narrative:
Technician resolved the device's issue by replacing the diode laser. The device history record confirms that the product passed and met all requirements before releasing. There is no patient injury related to the event. This event is an aro (accidental radiation occurrence) because the device was operating out of specification range. Therefore, this event is reportable.

Event description:
The device was found to be delivering a laser energy output greater than 20% below specification during preventative maintenance.